Event description:
(B)(4) - the dealer reported that the patient was on the m41sr20b power wheelchair and while going down a ramp the unit tipped forward, and he fell. No medical attention was sought, and no injury was reported.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model m41sr20b, serial number/date code (B)(4) is approximately five year old. The owner's manual part number 1143206 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6). However, his age is unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.